Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
A supracondylar nail was found to have been broken at the proximal screw hole during removal surgery. (The breakage was not observed on pre-op x-ray) the tip of the nail remained in the pt.